Event description:
The customer tested her blood glucose using her breeze2 meter and received a reading of 245 mg/dl. She retested using another meter and received readings of 114 and 128 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for eval. Replacement test strips were sent to the customer.